Event description:
A discordant, falsely elevated cancer antigen 15.3 (ca-15.3) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. A second tube of the same sample was tested on the same instrument, resulting lower. The original sample tube was repeated on an alternate instrument, resulting lower as well. The repeat result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca-15.3 result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse decontaminated the system. The cause of the discordant, falsely elevated ca-15.3 result is unknown, as the second tube from the same sample was repeated on the same instrument prior to cse service, resulting as expected. The instrument is performing according to specifications. No further evaluation of the device is required.